Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of a hole being in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bur 60d smbore 3ss had air in the line. The tubing was kinked and had a hole in it. The following information was provided by the initial reporter: material #: 2441-0007, batch #: unknown. It was reported hole; large amount of air (about 2 feet) in tubing when received from or. Customer 2 comment same tubing with 2 different defects: this one has a ball in it but there is about 2 feet of air in the tubing below the drip chamber. The drip chamber is full of fluid. Of interest - there is a kink in the tubing where it connects to the drip chamber.